Event description:
Complainant reports a male pt that had a 20 fr flexiflo gastrostomy tube inserted, lot # 34817gz, which was leaking from a small hole in the balloon; as well as the white caps and ports from the first day. The g-tube had been placed for one month prior to falling out. A new tube was re-inserted without incident, by the pt caregiver. There was no interruption to the pt's feeding regimen. There was no report of serious injury or illness associated with this complaint. No add'l pt info was provided.